Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with multiple programmers.

Event description:
This implantable cardioverter defibrillator (ICD) could not be interrogated with multiple programmers.